Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The ECG data from the event was returned and evaluated. Evaluation found that during the analysis event, segments one and two were determined to be non-shockable due to high amplitude of the ECG signal. The cause of the high amplitude could be attributable to a variety of factors such as poor electrode to patient coupling and/or motion artifacts. Segment three was determined to be shockable. Therefore the analysis event met the ECG algorithms requirements of a no shock advised result. It's noteworthy to mention that the device and electrodes were not returned for evaluation. This report has been closed as device meets specifications. Analysis of reports of this type has not identified an increase in trend.